Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen option cemented femoral component size e left catalog#: 00576401551, lot#: 61452101, nexgen fluted stemmed tibial component size 4 catalog#: 00594604001, lot#: 61508141. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent left knee patellar resurfacing to address anterior knee pain approximately fifteen (15) years following knee arthroplasty. No components were revised. Attempts have been made; however, no additional information is available.